Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, the patient experienced a csf leak. In turn, the lead was explanted. Patient did not report any symptoms and the csf leak has since resolved.